Event description:
The customer called in to report a button error alarm. Troubleshooting was performed. Found that the buttons were not pressed for more than three minutes. Nothing further was reported.

Manufacturer narrative:
The insulin pump has blank display due to corroded electronic and motor assemblies. Unable to verify any alarms due to blank display.